Manufacturer narrative:
(B)(4). Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, in a patient with a left ventricular assist device (lvad), four unsuccessful attempts to position the valve occurred. The valve was repositioned four times due to the dislodgements caused by the lvad pulling the valve to a lower position. The physician opted to deploy the valve low, at a depth of 14 millimeter (mm) which resulted in severe paravalvular leak (pvl). A second non-medtronic valve was implanted valve-in-valve, as it was thought that the radial force was optimal with the non-medtronic valve. No additional adverse patient effects were reported.